Event description:
The event happened during the procedure, which was coil embolisation of internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous. It was noted that when the physician attempted to purge an orbit galaxy (640cf0515/15995916) using an unspecified dcs syringe ii (635-002, lot unknown), he found that air bubbles were being produced. The report did not indicate how and where exactly it occurred. Therefore the orbit galaxy was replaced for a new one (640cf0515, lot unknown), which was successfully purged and safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
Without the return of the device for analysis and based on the available information, no conclusion can be made regarding the root cause of the report of air bubbles noted during purging of the device when prepping. A review of the device history records for lot 15995916 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.